Event description:
It was reported that the patient may have had a right ventricular lead fracture. The lead integrity alert had been triggered. The lead was replaced. No patient complications have been reported as a result of this event. It was further reported that there was also oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, exposed defib coil white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and there was apparent explant damage.

Event description:
It was reported that the patient may have had a right ventricular lead fracture. The lead integrity alert had been triggered. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.